Manufacturer narrative:
(B)(4). (B)(6). Reported event was confirmed with product return. Visual examination determined the unit contained two pieces of loose blue debris and were found to exceed the allowed limit. Review of the device history record(s) identified no deviations or anomalies related to the reported issue during manufacturing. During the packaging operation, the operator failed to identified non-conforming devices. The root cause of the reported issue is attributed to a manufacturing error. This reported event falls within the scope of a previous corrective action. A change to manufacturing has been implemented to reduce flash and reduce trimming. The reported product was manufactured before the implementation of this manufacturing change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through inspection, a team member found that there was foreign substance in the package. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.